Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:23 am, the meter result was 1.5 inr using an unknown test strip lot. At 9:20 am, the meter result was 3.2 inr. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a biweekly basis.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The returned meter was tested with retention strips and a high level control sample. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.